Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported the er320 clips scissored. A new er320 was opened to completed the procedure. There was no consequence to the patient.